Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that an assessment for product/therapy/procedure relatedness was made bythe investigator. The relevant assessment/a llegation made was that the issue was causally related to the general surgery or lumbar fusion procedure, and possibly related to the minimally invasive procedure, but not related to the disease or the device. An assessment for product/therapy/procedure relatedness was also made by the sponsor, which differed from the investigator's assessment. The sponsor's assessment concluded that the issue was causally related to the general surgery or lumbar fusion procedure, and possibly related to the minimally invasive procedure, but this time it was related to the device and not related to the disease. The clinical events committee (cec) did not make an assessment for product/therapy/procedure relatedness. The alleged issue was identified as screw malposition with numbness in the left leg. The impact on the patient included left l5 screw malposition (in the lateral recess) with numbness in the left leg. This resulted in the need for medical or surgical intervention to prevent permanent impairment of body structure or function. Additional surgery in the lumbar spine was performed on (B)(6) 2018, which involved the removal of the left instrumentation. The previously implanted devices were explanted during this additional intervention. The outcome was resolved on (B)(6) 2018.

Manufacturer narrative:
D1, d4: product identifiers are unknown. G2: country of origin - portugal. G4: 510(k)# is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.